Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400 mg/dl range and a bolus was delivered. Ketones were present. Paramedics transported customer to the hospital and customer was admitted to the hospital. Healthcare provider identified the ketones as being dangerous. Humalog and intravenous insulin drip (lantis) were administered. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged that the pump suspended insulin due to a malfunction. Customer reverted to using an alternate method for insulin therapy. Pump history was reviewed with tandem technical support (cts) and no malfunction was identified. As cts was not contacted at the time of the event, a cause could not be determined. Reportedly,tandem field representative contacted the customer and customer resumed pump therapy.